Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they have a rash and an itches real bad all around the implant site since last week. Patient stated they went to the doctor's office and they said it was the glue and they showed them that. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).